Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the tsw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual or functional testing.

Event description:
It was reported that during a video assisted thoracic surgery lobectomy procedure, the cartridge fell out of the device when the device was removed from the chest. The reload was retrieved from the trocar incision site without incident. Another device was used to complete the procedure. There was no adverse consequence to the patient.